Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly detected an atrial arrhythmia as ventricular fibrillation (vf) and delivered a shock which could be inappropriate therapy for atrial tachycardia (at)/atrial fibrillation (af) followed by rapid-ventricular-response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.